Manufacturer narrative:
This report is submitted on november 5, 2021.

Event description:
Per the clinic, the patient experienced swelling at the external magnet site. The patient was prescribed antibiotics (mode of administration unknown) which reduced the swelling. The implant remains in-situ.